Event description:
New information received notes that the right ventricular lead exhibited loss of capture.

Event description:
It was reported that the patient was feeling symptomatic. X-ray was performed and the right ventricular (rv) lead was found to be dislodged. The rv lead was repositioned on (B)(6) 2025. Patient was stable throughout.